Event description:
It has been reported that the screws from the communication cable have snapped off. No injury reported.

Manufacturer narrative:
The user facility did not return any product to the manufacturer for analysis. Replacement parts were sent to the customer to repair the bed.